Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a failed battery test alarm. The caller stated she gave the customer cold insulin, but it probably warmed up by the time the customer used any. The customer's blood glucose level was unknown. The caller declined to troubleshoot and stated she would call back when the device was present to troubleshoot. Nothing was replaced or returned.